Manufacturer narrative:
As reported, about 3 weeks post-implant of the bard/davol ventralight st mesh, patient was diagnosed with seroma which resolved with no treatment provided. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and the procedure. However, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of seroma. An additional MDR was submitted to represent an additional ae of hernia recurrence. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013: subject patient underwent a primary laparoscopic hernia repair and was implanted with a bard/davol ventralight st mesh. The hernia defect was 23 x 13 cm extending from old ostomy site to midline. The mesh was fixated using mechanical fixation (sorbafix) and sutures. Fascia closure was achieved; full skin closure was achieved using adhesive skin closure. The patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013: subject patient was diagnosed with seromas at previous hernia sites during the 1st follow-up visit. On (B)(6) 2013: no issues noted during 2nd visit. No treatment given. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.